Manufacturer narrative:
Check of the DHR by checking the DHR of the reverse liner lot# 1911759 and of the reverse body lot# 1909029, no pre-existing anomaly was found on the devices placed on the market with these lot#s. Therefore, we can state that all the devices were manufactured up to specifications. No further complaints were received on these lot numbers. Xrays analysis we received pre-operative xrays dated (B)(6) 2019, and sent to our medical consultant for investigation. Following, his comment is reported: "there is a large rectangular piece of heterotopic bone lying posteriorly and in relation to the posterior glenoid and scapular body. It is not clearly attached to the structures but that cannot be excluded. It will be related to surgery prior to 2019 so we have no information to help with understanding the origin. Suffice to say it represents "history of difficulty". I cannot see anterior or posterior tuberosity attachments so it is reasonably to assume the anterior and posterior cuff are not attached to the proximal humerus and this will contribute to instability. It is difficult to be sure because of the heterotopic bone but I think the glenoid baseplate is sitting higher than optimal on the boney glenoid which also would contribute to instability. The surgeon has wisely corrected retroversion of either component. In summary the cause of the instability is absence of anterior and posterior cuff attachment and secondly a slightly elevated position of the baseplate." According to our medical consultant, the patient seems has had a complex surgical history that led to the absence of anterior and posterior cuff attachment. As it has been stated by the surgeon responsible for the current revision surgery, the medical consultant confirmed that the baseplate was sitting higher that the optimal position, and this could have contributed to dislocation too. In conclusion, stating that: - no pre-existing anomaly was detected by the check of the dhrs and no further complaints were received on these lot # - both the medical consultant and the surgeon commented that the baseplate was positioned too high - patient did not have anterior and posterior cuff, leading to a major instability of the construct we can state that root cause of this event was a combination of patient condition and surgical factor. Event not product related. Pms data according to our pms data, occurrence rate of smr reverse system due to dislocation/luxation/instability is 0.12%. None of these cases was judged as product related. No corrective/preventive actions implemented for this specific case. Limacorporate will keep the market monitored.

Event description:
Revision surgery due to dislocation performed on (B)(6) 2019. Previous surgery was performed on (B)(6) 2019 and was also a revision surgery. According to the information reported, this patient had previous cases of dislocations. Surgeon commented that the glenosphere (product code 1374.50.444, lot #1913305) migh have been slightly retroverted and could have contributed to instability. Upon removal of the liner (product code 1362.09.010, lot# 1911759), the entire humeral construct (product code 1352.15.005 lot # 1909029) came out easily, due to the short period of time the prosthesis has been in situ. A stem of the same size with the short reverse body was trialed with a medium 44mm lateralised liner with the version altered to reflect less retroversion than the previous procedure. The glenosphere was not replaced. The surgeon was satisfied with the final stability of the joint. Event occurred in australia.

Manufacturer narrative:
By checking the DHR of the reverse liner lot# 1911759, the reverse body lot# 1909029 and the glenosphere lot# 1913305, no pre existing anomaly was found on the pieces placed on the market with these lot#s. We will proceed with further investigation and submit a final MDR once concluded.

Event description:
Revision surgery due to dislocation performed on (B)(6) 2019. Previous surgery took place on (B)(6) 2019 (also a revision surgery). This patient had previous cases of dislocations. According to the info received, the surgeon commented that the glenosphere (1374.50.444 lot 1913305) might have been slightly retroverted and could have contributed to the instability. Upon removal of the liner (code 1362.09.010, lot# 1911759) the entire humeral construct came out easily, due to the short period of time the prosthesis has been in situ. The same size stem with the short reverse body was trailed with a medium 44mm lateralised liner with the version altered to reflect less retroversion than the previous procedure. The glenosphere was not replaced. The surgeon was satisfied with the final stability of the joint. Event happened in (B)(6).